Event description:
The hosp reported that during a coronary artery bypass procedure, the blower mister with IV sets were missing the clear plastic component within the tip. A replacement device was used to complete the procedure.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).